Event description:
It was reported that the customer experienced high blood glucose level. Customer's blood glucose value was 23.3 mmol/l at the time of the incident. The customer was treated with manual injection. It was unknown that auto mode feature was active or not at the time of event. Customer reported damaged battery cap. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.